Manufacturer narrative:
(B)(6). No code available (flattening cornea), no code available (thin pachymetry). Field service specialist did preventive maintenance on equipment and found system meet amo specification. On his way out the event was reported to him. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with sand of sahara (keratitis) stage ii 5-6 days after a surgery in one eye (unknown which eye). Account reported that it's turned in one eye in keratin stromae with irreversible fold flattening of the cornea in astigmatogenic look and thin pachymetry as in dehydration. Visual acuity 8/10 and 12/10 in the other eye.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 09/29/2014. However, the manufacturing site has provided the date as 2007. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.